Manufacturer narrative:
(B)(4). Unique identifier (UDI): (B)(4). Report source - foreign: the event occurred in (B)(6). Customer has indicated product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation is completed, a follow-up MDR will be reported. If any further information is found which would alter or change any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the impactor fractured in the sterilization department.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned device confirms the reported fracture. The device exhibits symptoms of wear due to repeated use. Review of the device history record identified no deviations or anomalies would contribute to reported event. Root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.